Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received 2 unused foley catheters. Evaluation for both samples found no burst on the balloon and the balloon could be inflated and deflated without difficulty. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following:do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there were several ruptured balloon cases. The senior nurse went to investigate. The facility typically practices pre-testing the catheter with air. During pretest, the senior nurse noted that there was a "pop" sound when inflating and deflating the catheter. When inflated with sterile water a softer "pop" sound was allegedly heard. Another sample was opened and the same "pop" sound was heard. She stated that in the past, there was no such sound. Reason for report: investigation results. Report ID number: (B)(4). Initial asr report submitted: quarter 1/2018 corresponding exemption number: e1997042.